Event description:
It was reported that the customer received multiple test failure alarms as well as a no delivery alarm. The customer's blood glucose was unknown. Explained the test failure alarm and possible causes of the alarm. Troubleshooting was not completed. The customer also mentioned that the insulin pump would siren, reset and then rewind. The customer stated that he was unable to do anything until he rewound the insulin pump. The customer also experienced keypad issues. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.